Event description:
A home patient (hp) contacted baxter's technical service center to report air in the pt line of the homechoice set during the initial drain cycle of their automated peritoneal dialysis therapy utilizing the homechoice machine. Reportedly, the hp verified that the pt line had been primed completely before they connected themselves to the setup. During initial drain the hp "saw (an) air bubble in (the) pt line (and the) air bubble came out of them". The hp also indicated that after seeing the air in the pt line they began experiencing shoulder pain. Follow up with the hp revealed that they start therapy with an empty peritoneum. The hp reported that they experienced an incomplete prime every night and that the pt line does not fill with any solution during the initial attempt to prime the setup. The hp indicated that they sometimes have to go through the reprime procedure 4 times and that on occasion they must take the pt line out of the organizer and hold it up as high as they can so that the remaining air gaps will travel down to the cassette of the homechoice set. The hp indicated that they do not use any pt extension lines, and that during the prime cycle the pt line remains in the organizer with the pt line clamp in the open position. The hp reported that since they have started practicing repriming and the raising of the pt line they have not been infused with air. However, when they were unaware of the repriming procedure they had been infused on occasion with an entirely air filled intergrated homechoice set pt line. During the times that the hp complained of shoulder pain due to being infused with air, they would place a heating pad on their shoulder to relieve the pain. To date, no medical intervention has been associated with this issue.